Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. All of the collets had been cleaned by the user. The instrument was inspected, tested, without further problem, and returned to service.